Event description:
Reported false positive sars result for 1 symptomatic consumer. The consumer communicated the result was confirmed negative by molecular (naat) testing and another rapid antigen assay. An additional event was communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.